Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pacemaker dependent patient developed a hematoma and infective endocarditis. The system was explanted and replaced. The patient tolerated the procedure well and no complications were observed.